Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that the flow rate and pressure repeatedly become unable to enter midway. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3002808148-2026-00605-00 .

Event description:
No additional information received from customer.